Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment is cracked. This report is made based on results of investigation completed on 03/21/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/21/2014 with the following findings:the keypad shows no signs of wear and no evidence of tearing/peeling. All symbols are still legible. All of the keypad buttons function normally with normal spring back without excessive force. Investigators were unable to duplicate customer complaint of a keypad issue. The battery compartment was found to be cracked. (B)(6).